Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes include: application or time left on patient. No batch/lot number has been provided; therefore, a review of the device history has not been possible. A complaint history review found further instances of the reported event for the product family. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, no harm has been alleged. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, after treatment with opsite post-op, one patient was not satisfied with the ease of dressing removal. The patient needed analgesia in order to remove the dressing. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.